Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency room after experiencing a high heart rate episode. The patient was hospitalized and discharged. The patient stated that their heart rate problem started a few months ago and noted it appears to coincide with their proximity to a running computer. The device remains in use. No further patient complications have been reported as a result of this event.